Event description:
It was reported, the power switch on the light source was broken with the middle of the switch missing. There were no reports of patient harm.

Manufacturer narrative:
The power switch was replaced to resolve the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the customer reported was confirmed and it is likely that the power switch was broken. Olympus will continue to monitor field performance for this device.